Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Physician later reported "a large white nodule that extended up into the axilla", this event is not related to the device. The device has been explanted.

Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.